Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown poly. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned due to hospital policy.

Event description:
It was reported that while doing a left knee manipulation the wound opened and the surgeon opted to swap the poly.

Manufacturer narrative:
An event regarding poly swap involving a triathlon ps x3 tibial insert was reported. The event was not confirmed. Device history review: indicated all devices accepted into final stock met specifications. Complaint history review: there have been no other events for the lot referenced. The exact cause of the event could not be determined because no medical records, x-rays or device were provided for evaluation which is needed to determine the root cause for the reported event. Furthermore, it was reported while doing a left knee manipulation the wound opened and the surgeon opted to swap the poly. The reported event did not indicate a specific issue with the insert.

Event description:
It was reported that while doing a left knee manipulation the wound opened and the surgeon opted to swap the poly.